Manufacturer narrative:
No patient information was provided at this time. The bowl from the cell saver elite set was returned and evaluated by haemonetics. It was noted during investigation that blood was seen on the inner core.

Event description:
On february 17 2020 haemonetics was notified of a bowl leak during a cardiovascular procedure in (B)(6), utilizing the cell saver® elite® autotransfusion system and cell saver® elite set - 225ml. There was no reported impact to patients' health.